Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high right ventricular lead impedance and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.